Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5536b400; tritanium bplate triathlon s4; lot# ctd75611. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "please find information from index and revision surgeries of a left total knee. The revision was secondary to mcl rupture. It is not known when or how the mcl ruptured. It is not thought that the use of mako during the index procedure contributed to this failure. No further information is available from the surgeon or hospital." A cr/ cs knee was converted to a triathlon hinge knee. Patellar component was not revised.